Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having diagnosed colon cancer. The patient also alleged nose bleed, lightheadedness, dizziness, burns sinus, sore throat, nasal/throat irritation or soreness. Medical intervention of chemotherapy and removal of part of colon was reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged having diagnosed colon cancer. The patient also alleged nose bleed, lightheadedness, dizziness, burns, sinus, sore throat, nasal/throat irritation or soreness. An issue related to a CPAP device's. Medical intervention of chemotherapy and removal of part of colon was reported. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contaminant on the top enclosure, an unknown dust contaminant was observed on the blower box at the air inlet, on the sd flip door, top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Keratin-like contamination was observed around the blower output seal, manufacturer was able to confirm the presence for degraded sound abatement foam residue in the blower box. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 32 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Section b1 was corrected to product problem. Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.